Manufacturer narrative:
Unit passed the displacement test and the self test. No foggy display anomaly noted. The electronic assembly had moisture damage. Unit had cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had was liquid in the liquid crystal display screen. Customer reports there was fluid under the liquid crystal display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.